Event description:
It was reported that the ilet displayed a message instructing the user to connect the cgm or enter a blood glucose value, and the agent determined the dexcom g7 was not paired due to an incorrect or incomplete pairing attempt. Symptoms included no cgm glucose readings available to the ilet. Outcomes included interruption of automated insulin dosing pending cgm pairing or manual entry of blood glucose. Investigation included remote troubleshooting and education on correct dexcom g7 pairing and confirmation that no alarms or alerts were active. Investigation of this case revealed an incorrect pairing workflow with the cgm, with no device component malfunction identified and no hardware failure indicated. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing.